Manufacturer narrative:
The device referenced in this report was returned for evaluation. The evaluation confirmed the reported failure. The returned device was found with the balloon, distal tip, and the outer shaft missing. The IFU and product label requires the user to use a 7f sheath for a 7.0mm balloon. The user used a 6f sheath for the procedure indicating an off-label use. Review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.

Event description:
Two shockwave m5+ intravascular lithotripsy (ivl) devices were used to perform an iliac intervention using a kissing balloon technique. Following ivl, the physician attempted to remove the ivl device from the left iliac and encountered difficulties. It was discovered that the ivl balloon was unable to be completely deflated after the last inflation, and was reported to have caught on the 6fr terumo sheath, in which a portion of the ivl balloon detached inside the sheath inside the patient. The entire sheath and catheter were removed together successfully removing the device and all components. There was no patient sequela reported.